Event description:
Obese pt being treated for a left distal femur fracture was implanted with a 4.5mm va-lcp curved condylar plate and screws on (B)(6) 2012. Post operatively pt developed an infection. The pt was returned to the operating room on (B)(6) 2012, for hardware removal. Subsequent to the removal procedure, the pt was returned to the operating room on (B)(6) 2012, for amputation of her left lower extremity. This report is #5 of 14 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.